Event description:
Patient reported after injection with juvederm voluma in the cheek bone, just below the eyes," and concomitant "regular juvederm" in the "nasolabial folds and outside of lips, "they experienced some initial swelling on their entire right side of the face, but the swelling "did settle down a bit". Eight weeks after injection, all injection sites "really puffed up," "hardened," and (there was) "swelling" and "lumps". The patient also stated the "right side of lip (looked) like it (had) a marble on it". Approximately five weeks after symptom onset, patient was seen by a pa at their primary care physician's office and was prescribed augmentin, but the symptoms persisted. The patient also started taking "allergy medication" on their own, but the "allergy medication" was not effective. The patient returned to their primary care physician approximately two weeks after the initial follow-up appointment and was prescribed doxycycline. This is the same event and the same patient reported under MDR ID#3005113652-2014-00445 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, "juvederm voluma", also a device manufactured by allergan.

Event description:
Further follow-up with the healthcare professional noted that symptoms have resolved. Healthcare professional also stated patient "believes the issues due to other medical issues surrounding time frame of injections."

Manufacturer narrative:
Medwatch sent to FDA on september 16, 2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of puffiness, "hardened", "swelling", and "lumps" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.